Event description:
It was reported there was an issue when the surgeon inserted the screw in the tibia of the patient after pre-drill. The screw was not entering in the tibia 'at the half course of the length of the implant'. It was not the correct size. Another screw was used by the surgeon and there was no issue. The surgery time was increased by 2 minutes. There was no patient injury alleged.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.